Manufacturer narrative:
Info received after the initial medwatch was filed revealed this sling was placed on 8/25/1997. On 10/3/1997, the pt returned for a follow up exam and vaginal discharge, pain and dysuria was noted. Cultures indicated a staph infection was present. Follow up revealed this pt was obese and had a prior condition of asthma and multiple sclerosis. This pt did not refrain from the post procedural precautions and engaged prematurely in intercourse post procedure. Therefore, co believes these factors may have contributed to this event. Directions for use outline as potential complications: "the risks associated with procedures that require placement of a bone anchor can be greater in pts with chronic conditions such as diabetes or obesity and those on medications such as corticosteroids. The pt must be advised to avoid physical strain, such as heavy lifting for two to three monts post operative and physical vaginal activity (sexual intercourse, douching, tampon usage, etc.) For six to eight weeks post operative."

Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Sometime post procedure, the pt returned and vaginal dehiscence of the sling material was noted. The sling was removed without incident. No further details regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Co's directions for use outline as potential complications: "loss of suture support may produce dehiscence at the implant wound site...loss of fixation and/or visualization of implanted graft materials."